Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with the transmitter not working. The customer¿s blood glucose level was 408 mg/dl at the time of incident. The customer stated the transmitter was not charging. The customer stated that they treated the high blood glucose with bolus. The customer declined to troubleshoot for high blood glucose. The insulin pump is being replaced and is expected to return for analysis.